Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 4 of 5. The solution bags were empty and only the heater bag had solution. None of the bags had disconnected. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. The hp cycled the power to receive a system error 2367, then again to clear it. The hp would complete therapy with manual supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that she ended up skipping therapy that night. She did not notice anything unusual about her supplies that night. She had told her nurse about the incident, and there were no adverse effects reported in relation to this event. Therapy since has been going well. Bps spoke with the registered nurse on (B)(6) 2012. She stated that the patient had contacted the dialysis center about the event. The patient has been continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event.